Manufacturer narrative:
The customer reported problem was cannot be determined. The device was calibrated and pm , passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 27jun2019 to the present date 29oct2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reports that the device is "over infusing, too high, sensor or force." No patient involvement is noted.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported the device was over-infusing as a result of an issue with the sensor or force. There was no reported patient involvement.